Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Result: visual inspection of the provided photographs revealed no signs of use. Also, damages were not visible on the provided photos. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn:

Event description:
A distributor on behalf of a healthcare facility in thailand reported via a fisher and paykel (f&p) healthcare representative that leaks were found in tubing of three opt318 optiflow junior nasal cannulas before use on a patient. There was no patient involvement.